Event description:
It was reported that the recently implanted implantable cardioverter defibrillator (ICD) intrinsic amplitude is out of range on this right atrial (ra) lead. Trend data shows measured atrial amplitudes from 0.3mv (millivolts) to 0.8mv. The programmed atrial amplitude automatic gain control (agc) is 0.25mv. There was no evidence of atrial undersensing, however farfield r-wave oversensing (ffos) was observed on the stored right ventricular automatic threshold (rvat) test electrogram (egm). Battery longevity is normal and other lead measurements are stable. At this time, the device and leads remain in-service. No adverse patient effects were reported.